Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The event history log found multiple events of improper shut down. However, an "improper shutdown!" Message indicates that all power was lost to the pump and the log cannot be used to determine if power was manually removed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without user input. There was no known patient injury or medical intervention associated with this event. No additional information is available.